Event description:
The customer has observed a shift in results on eqa survey samples for prostate specific antigen (psa) on the immulite 2000 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant high psa result on the immulite 2000 instrument.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00264 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.